Event description:
Ap chest and neck x-rays from (B)(6) 2012 were reviewed. The generator is visible in the left chest. It cannot be confirmed that the connector pin is fully inserted inside the connector block. Feedthru wires appear intact. The electrodes appear properly aligned. Lead appears to be present behind the generator. Lead wire appears intact at the connector pin. It appears that there are no gross fractures or discontinuities; however, there is a suspect area of lead at the bottom of a bend of the strain relief bend. Based on the x-ray images provided, the cause of the high impedance could not be determined; however, a microfracture or lead discontinuity in the portion of the lead that could not be assessed cannot be ruled out, nor can the identified suspect area.

Event description:
The lead assembly was returned for analysis due to high impedance and the allegation was verified. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil, show appearance suggesting that a stress-induced fracture has occurred in at least one strand of the quadfilar coil. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism of other strands cannot be determined. Scanning electron microscopy images of the negative coil show that pitting of electro-etching conditions have occurred at the break location. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Attempts for additional information have been unsuccessful. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The pulse generator was explanted/returned due to "prophylactic replacement". The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent prophylactic generator revision and lead revision due to high impedance on (B)(6) 2013. There were no adverse events. Follow-up showed that the high impedance was first noted on the date of surgery. No trauma or manipulation is believed to have caused or contributed to the high impedance. X-rays and programming history were requested but have not been provided. The device was reportedly not programmed off at any point because it was efficacious for the patient. The explanted generator and lead were returned on (B)(6) 2013 and are currently undergoing product analysis. Attempts for x-rays and programming history have been unsuccessful. A battery life calculation indicated 0.58 years remaining

Manufacturer narrative:
Analysis of programming history device failure is suspected but did not cause or contribute to a death or serious injury